Event description:
The lead was implanted on (B)(6) 2011. Cxr likely caused by puncture technique during implant. No physician or hospital known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).